Manufacturer narrative:
A case of erosion was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that the date of the patient's lead and extension explant was (B)(6) 2023.

Manufacturer narrative:
A case of erosion was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete event and explant information. Further information was requested but not received. This patient is involved in a clinical study therefore full patient information is not available.

Event description:
Related manufacturer report number:1627487-2023-02121. It was reported that the patient was experiencing skin erosion at the site of the patients dbs lead and lead extension. The patient's lead and extension were explanted.